Event description:
It was reported via repair work order that the bed exit beeper was not functional when the bed exit went off. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.